Manufacturer narrative:
Eval: method: visual analysis was performed. Results: the port plug was returned missing the plug head. Conclusion: device was out of spec in a manner that relates to event. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 5 of 5. Reference MFR report: 1627487-2010-2433, 1627487-2011-2106, 1627487-2011-2107 and 1627487-2011-2108.